Manufacturer narrative:
Device passed displacement test, basic occlusion test. Device failed prime/a33 test at 3.5 lbs due to faulty force sensor resistor. Unable to verify e70 alarm or perform excessive no delivery test and occlusion test due to prime anomaly.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the customers insulin pump alarmed with motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. Customer reports they were unsure if the drive support cap is protruded, loose, sticking out or flushed. Customer was advised to discontinue use of insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.